Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high pacing lead impedance, oversensing of noise, and high capture thresholds. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2017. The patient was doing well and monitoring will continue.